Event description:
It was reported by the patient's spouse that approximately a year and a half after a coronary drug eluting stenting treatment procedure, an aneurysm occurred. On an unk date, the patient had a 3.00x8mm taxus express2 drug eluting stent placed in an unk location. The patient's wife reported that the patient will be having a repeat angioplasty on for blockages. She reports that the patient "had an aneurysm with blockages in the hand since stent placement requiring a procedure." The patient also has had a "mini stroke from something breaking off since the stent was placed." Further information has been requested, but not been received.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 8147144 have been reviewed and no issues or discrepancies were found. The cause of the difficulties stated in the complaint could not be determined.